Event description:
A customer contacted global technical services (gts) regarding a system error 2240 that appeared on the home choice (hc) during drain 3 of 5. Per the home patient (hp) the patient line came undone and disconnected in drain 3/5 and was alarming. The patient was not connected either at the time of the alarm or observed air. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did disconnect prior to the alarm or observed air. All bags were properly connected. There were no open clamps on unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection. This issue is being investigated through CAPA. Per the customer the sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.